Event description:
Potential for injury associated with the end user stating that the battery on their m91 power chair is not holding a charge, and they are afraid to leave the house. This creates the potential that the user may become stranded.